Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) pressure is not detecting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "pressure cable (truwave if cable)" and "ECG-patient monitor cable (interface cable which takes ECG signal from monitor to iabp)".

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.